Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unspecified drug of unspecified c concentration at an unspecified dose rate via an implantable pump for an unknown indication for use. It was reported that the patient¿s pump had a battery failure and a pump replacement surgery was performed. The pump was on a continuous infusion prior to replacement. The patient¿s weight was indicated as being unavailable as the records were in archives. Refer to MFR report number 3007566237-2018-02479 regarding a subsequent event that occurred one day after replacement. No patient symptom was reported. No further patient complications have been reported as a result of this event.